Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) battery wears out quickly. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Manufacturer narrative:
Updated fields - b4,d9,g3,g6,h2,h3,h6(type of investigation,investigation findings,component code,investigation conclusions),h10. The getinge field service engineer (fse) went in to estimate the cost of the repair work to make a bid only. No repair work the job will be opened and resubmitted to the technician once the po is received. Checked according to the attached checklist - the machine can be used normally. Safety hours due disk 16,409 hrs. Safety disk due date 12/09/25 kit 5000 hrs. Complete replacement at 5000 hrs. Still within the due date. Also replaced sealed lead acid battery. Test run the machine, leave it for about 1 night, follow up later. After test run, the machine can work normally.

Event description:
N/a